Event description:
The patient contacted animas on (B)(6) 2013 reporting that the display screen was dim. This report is being made due to the display issue.

Manufacturer narrative:
Follow-up #1 date of submission 11/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings:investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, evaluation revealed a crack along the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.